Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the patient had an iabp catheter inserted via the right femoral artery, and was withdrawn after feedback on the device that the balloon was filling erratically, and fluoroscopy revealed that the push rod at the head end of the balloon had broken. A second device was inserted into the same access site. Therapy was delayed by 10 minutes but there was no other patient harm."

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on a section of the iabc bladder membrane; liquid blood was noted within the sheath sidearm. The one-way valve was noted tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. The iabc central lumen was noted potentially broken at approximately 41.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation and air leak through the iabc short driveline tubing indicating crossover leak between the iabc central lumen and helium pathway. The results are consistent with the previously noted damaged/broken central lumen at ap-proximately 41.6cm from the iabc distal tip. Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however, there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal, the covered portion of the bladder was loosely wrapped, and no visual damage was noted iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously not-ed damaged/broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 41.6cm from the iabc distal tip, which is the location of the previously noted damaged/broken central lumen. Blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 40.4cm from the iabc luer, which is the location of the previously noted damaged/broken central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that: "(B)(6) 2024, the patient had an iabp catheter inserted via the right femoral artery, and was withdrawn after feedback on the device that the balloon was filling erratically, and fluoroscopy revealed that the push rod at the head end of the balloon had broken. A second device was inserted into the same access site. Theraphy was delayed by 10 minutes but there was no other patient harm.".